Manufacturer narrative:
Evaluation of the radiograph is consistent with the reported event. The lock screw has loosened. There is no plan for revision surgery at this time. Implant remains in-situ. No further evaluation of the product can be completed at this time. The root cause of this reported event has not been determined, no conclusion can be drawn. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."

Event description:
On (B)(6) 2016 a (B)(6) male patient underwent a procedure at c3-t1. At 12 week follow up the patient reported a "clicking" sound that was verified by radiograph as a post-operative lock screw loosening at the t1 disc level. There are no plans for revision. No patient injury reported.